Event description:
During a laparoscopic lobectomy procedure, the device cartridge came off when the jaws were closed and opened. Case was completed by additional suture. There was no adverse patient consequence.